Event description:
Bilateral capsular contractures. Leakage of right saline implant. Breast lump on left. Elective replacement left breast implant. Replacement due to leakage, deflation, right breast implant.